Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported system would lock up. And there was a communication error on the workstation. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.